Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the electrode belt failed a fall-off test. The q1 transistors in ECG "c" and ECG "d" were found to be out of tolerance. The root cause for the defective q1 transistors could not be positively identified. No adverse event resulted from the defective transistors. The pt received a replacement electrode belt.